Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that silicon foley catheter tip was dangling and fell off.(material#165816) as per follow up via phone on 23aug2022, stated that defect was noticed upon opening the package. Based on the original follow up mail, it was stated that there was the issue with the catheter and both the pieces were returned(material#0103l16)

Manufacturer narrative:
The reported event is confirmed, manufacturing related. The latex foley catheter was returned without the original packaging. The tip of the catheter was observed to be cut off from the rest of the catheter. A potential root cause for this event could be, "operator error". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. Correction: d,f,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that silicon foley catheter tip was dangling and fell off.(material#165816) as per follow up via phone on 23aug2022, stated that defect was noticed upon opening the package. Based on the original follow up mail, it was stated that there was the issue with the catheter and both the pieces were returned(material#0103l16)